Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: nov 18, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event the (B)(6) as follows: it was initially reported that during surgery on (B)(6) 2016 the implant holder was not threading onto the implant successfully and the inner shaft of the implant holder was not being retained within the implant holder by the spring component. Additional information was received on january 31, 2017 stating that the instrument was actually broken. A spare instrument was used to complete the procedure with no adverse effect to the patient. The surgery was delayed approximately five (5) minutes due to the reported event. The surgery was successfully completed. Concomitant reported parts: 1x implant spine (part and lot unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device returned to manufacturer. A product investigation was performed on the returned subject device. The manufacturing documents were reviewed and no complaint related issues were found, this lot was manufactured in november 2014 according to the specification and did pass the functional tests back then. The evaluation has shown that the received cage holder is in a very used condition, but there is clearly no breakage as described in the description. Both pins at the forefront are deformed and the thread flanks of the inner shaft are flattened, these damages caused finally the complained malfunction. In addition we found that the top of the cage holder has numerous marks of intense hammer blows, the inner shaft is discolored and has different wear marks. Also we found that the spring of the movable middle part is missing. The relevant dimensions cannot be verified anymore due the described damages. However, the findings above speak against any manufacturing related issue as the device was obviously often used without any issues before the deformation at the pins occurred. Afterwards it cannot be defined how or when the deformation at the pins occurred, the evaluation has shown that mainly the corners of the pins are in clockwise direction deformed, which could be an indication that once torsional force was applied while the pins were not fully inserted into the counterpart, which would lead to a mechanical overload at the corners. The deformation at the pins had two effects, first some material was bent inward, this material did damage the thread flanks of the inner shaft and made a retaining/moving of the inner shaft impossible. Second some material was bent outward; this makes a disassembling of the middle part impossible. This shows that movable middle part was used without the spring, but afterwards it cannot be defined how or when the spring did get lost or how long the device was used without spring. In general we can only mention the disassembling/assembling instruction for this device, which shows correct handling for reprocessing. Afterwards it cannot be defined how or when the deformation at the pins occurred, the evaluation has shown that mainly the corners of the pins are in clockwise direction deformed, which could be an indication that once torsional force was applied while the pins were not fully inserted into the counterpart, which would lead to a mechanical overload at the corners. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.